Event description:
The field engineer reported that the system failed to access the cine bridge on bootup, which resulted in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge circuit board was replaced. The system was then found to be operating as intended.